Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor valve was selected for implant using a flexnav delivery system (ds). The patient has an aortic valve angle measured as 45 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 24mm, non-abbott ballon. During the procedure, at 80 percent the valve was placed at a depth of 4-5mm subsequently the valve was able to be implanted. Post-final release, the valve was observed to have migrated step by step above the annulus into the sinus of valsalva (sov) and higher than the coronaries. A second 29mm, navitor valve was implanted inside the index valve. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The implanter believes the cause of migration to be due to the pigtail catheter. The patient was in a stable condition and on the second day, they were discharged.